Manufacturer narrative:
The reported events of r- wave amplitude and failure to capture were not confirmed. A complete lead was returned for analysis. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture due to high capture threshold and exhibited variation of r wave amplitude. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout the procedure.